Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the interconnect flex was out of specification. It was also noted that the main clear cover was scratched and the high rate keypad was replaced as a preventive measure. (B)(4).

Event description:
It was reported that the rapid atrial pacing keypad on the external pulse generator was not working. The technician reseated the cable and got it to work, but when the generator's case was put back together it quit working again. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Further analysis was performed on the interconnect flex. Visual inspection found that the tail thickness failed specification and there was a dark contaminant on the contacts. Bench analysis did not reveal any anomalies. Conclusion: could not reproduce the reported event or the failure seen during repair of the device. Confirmed that the tail thickness failed specification.